Event description:
The pt was implanted with a left ventricular assist device. The hosp reported that the pt had red heart alarms. The customer reported that the pt history screen appeared to show a pump stopped event around the time the pt reported alarms. Pt denied feeling vibrations during this event. They occurred about four times through the night. The pt denied any physical symptoms like light headedness, dizziness, cp, or palpitations. The pt did complain of fatigue over the last 2 days. Pt switched to backup pocket controller. The pt had more red heart alarms and the log file for the pt's backup sys controller contained a motor stopped event while connected to the power module. The customer then submitted a customer med device request form for an ungrounded pt cable stating "pump stoppages." Short to shield condition.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.